Manufacturer narrative:
The insufflator was returned for failure analysis and the reported failure was confirmed, but not replicated. Upon visual inspection, no issues were found that would be related to the reported failure. In the field system logs, an error 33002 (2001 msg - insufflator internal non-recoverable fault: later stage of control board boot up error) confirming the fault occurred in the field. The unit was installed onto a known good in-house system and the system did not trigger any error during startup. The insufflator completed its power-on-self test (post) successfully. Upon completion, the tube set ring led was off and not flashing orange. An invalid tube set was installed and the unit triggered an error message ¿invalid tube set¿ and the insufflator ring led illuminated orange. A golden valid tube set was installed and the insufflator was able to engage. Insufflation and desufflation functional test was performed and all passed without any issues and no air leakage. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the insufflator. The system was tested and verified as ready for use.

Event description:
It was reported that during a field service activity, the clinical sales representative (csr) called to report an error with the insufflator after it had been replaced for preventative maintenance. The error message stated "insufflator can not be used" with error 2001. Several hard power cycles were performed, but the issue remained. There was no report of patient involvement.